Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to the inpen dial slip. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. Customer mentioned that dose knob/dial slip was greater than 1.0 unit. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front or back shell was noted. Cartridge holder locks properly in place. Electronic housing detached from dose knob, flex pcba detached from encoder base. Unit did not pair successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Electronic housing detached from dose knob. Dose detent bond and flex connector solder joints was broken cleanly. Unable to pair inpen due to physical damage. Unable to perform baseline and wireless functionality and displacement dose accuracy. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. Inpen received with entire electronic housing out of the dose knob due to broken off solder joints. Unable to continue with further testing due to inpen not transmitting doses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.